Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = clear case type = ngp customer returned pump for alleged cosmetic damage located at the back of the pump on the battery compartment and screen found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Test p-cap locked properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, a misaligned battery tube was found during visual inspection. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, partially detached retainer, retainer knit line damage, minor scratches on lcd window and missing display window/cover. Cosmetic damage was confirmed found at the back of the pump on the battery compartment and screen. Retainer ring damage was confirmed. Blank display was confirmed due to a misaligned battery tube. Moisture damage was confirmed isolated to the battery tube. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.